Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported stated the device was bothering her and they tested the device. The patient stated the device ¿wasn¿t getting a signal¿ and they connected a new ins to the lead which also did not produce a signal. The patient stated it was unclear which issues were caused by her and what was an issue with the device. The patient noted she was tiny. There were no further complications that have been reported as a result of this event.